Manufacturer narrative:
If implanted, give date: not applicable, as there was no patient contact with the product. The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) would not push out of the inserter and the haptic was broken. There was no contact with the patient's operative eye.

Manufacturer narrative:
Section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: jun 22, 2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed that the handpiece was received with the plunger rod in the retracted position. The cartridge tip could be observed to be deformed and cracked and the cartridge could be observed to be deformed as well. A portion of detached haptic was observed stuck to the outside of the cartridge (rest of the lens not received). The handpiece was disassembled and the assembly was inspected, no issues that could contribute to advancement issues could be identified. Conclusion: the reported complaint issues were not confirmed. However, the observed issue is similar to the one of the complaint issue and could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information received revealed following information and following information and corrections are being captured in this report: section b5 (additional information): additional information revealed that the lens was discarded. Section e1: email address: (B)(6). Section e1: telephone number: (B)(6). Section h3: other 81: the device was not returned for analysis as the lens was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: type of investigation: 4115 - device discarded. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.